Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.